Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl 9000 mcg/ml at 2.200 mcg/day, hydromorphone 14 mg/ml at 3.4259 mg/day, and clonidine 550 mcg/ml at 146.82 mcg/day via an implanted pump for spinal pain, non-malignant pain, and rsd/causalgia-complex regional pain syndrome. It was reported the patient¿s first pump started leaking at his spine. The patient told the healthcare provider (hcp) and the hcp asked him how he knew it. The hcp noted pumps did not leak and she never heard of it. The patient said, ¿I just know my body, it is not right.¿ the hcp said, ¿no, you are just sick¿ and the patient said ¿no, I am not.¿ it was reported sure enough the pump was leaking. The patient started having puffiness on the back of his spine on the outside. The hcp did an x-ray and ended up replacing the whole pump. When the hcp took the pump out she said the amount of tissue that was soaked in mediation was unbelievable. The event date was asked and unknown and the pump was replaced in (B)(6) 2015. It was noted the puffiness and leaking started before that ¿right around there.¿ the patient never confirmed the month or the year of when it started. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Section 'device' refers to the main the device. The other relevant component includes: product ID: 8731sc, lot/serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter; ubd: 2011-10-26, UDI#: (B)(4). Device code (B)(4) is only applicable for the catheter. The evaluation codes have been updated for this event and apply to both the pump and the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on march 27, 2019 regarding the "first time" the patient's infusion device/therapy leaked {pleaser refer to manufacturer report number 3004209178-2019-06081 regarding the subsequent problems reported with the patient's infusion device/therapy}. The patient stated they were sick, and their healthcare provider tried "splicing the line." The patient reported they had a big lump on their back and they knew something was wrong. The patient stated it failed when they spliced it, so the whole pump was changed out and they put in a new line. The patient stated they went from a "2 to a 4."

Manufacturer narrative:
It was previously reported that "it failed when they spliced it so the whole pump was changed out and they put in a new line." Event description has now been corrected to say "it failed when they 'sliced it' so the whole pump was changed out and they put in a new line." If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated it failed when they "sliced it" so the whole pump was changed out and they put in a new line.